Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board amount did not appear accurate. During troubleshooting with tandem technical support, it was found the customer did not program the insulin duration. Tandem technical support guided the customer through adjusting the pump settings to be accurate. Customer's blood glucose level was 152 mg/dl.